Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation occurred. It was reported that while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was being used on the patient, the hemostatic valve separated from the vizigo sheath and blood was returning through it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was replaced, and the procedure continued without further issues. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath, also connector was missing. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record could not be performed due to missing lot and unable to be obtained from the device due to the returned conditions. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # :(B)(4).

Manufacturer narrative:
On (B)(6)-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation occurred. It was reported that while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was being used on the patient, the hemostatic valve separated from the vizigo sheath and blood was returning through it. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿small was replaced, and the procedure continued without further issue. Additional information received indicated nothing separated there was just blood return through the valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was described as ¿very little, not sure about how much however.¿